Manufacturer narrative:
.

Event description:
It was reported the vns patient was experiencing an increase in seizures which the physician attributed to the depleting battery life of the device. The patient's device was tested by a company representative who noted the device was at ifi and not eos. The patient was referred for prophylactic surgery and the surgery occurred on (B)(6) 2015. The explanted generator was received by the manufacturer on (B)(4) 2015. Product analysis is expected but has not been completed to date.

Event description:
Product analysis was completed and it was found the vns generator output was monitored for more than 24-hours while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the vns pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The vns pulse generator diagnostics were as expected for the programmed parameters. Electrical testing also showed the vns pulse generator performed according to functional specifications. The reported low battery was duplicated in the product analysis lab as and ifi - yes condition was observed.